Manufacturer narrative:
Citation: mohineesh kumar, md article title. Right ventricular outflow tract reconstruction with a polytetrafluoroethylene monocusp valve: a 20-year experience journal title. Semin thorac cardiovasc surg publish date: 2016: 28(2):463-470 10.1053/j.semtcvs.2016.05.003 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Separate medwatch reports are filed for each of the valves listed.

Event description:
Medtronic received information via literature regarding patients with tetralogy of fallot (tof), pulmonary atresia (pa), and other congenital right ventricular outflow tract (rvot) malformations, using polytetrafluoroethylene (ptfe) monocusp outflow tract patches (motp) to relieve obstruction and provide pulmonary valve competence. All data were collected from a single center between 1994-2014. The study population included 171 patients (predominantly female, mean age 1.5 years), 21 of which were implanted with medtronic contegra, 5 were implanted with a medtronic freestyle, 4 were implanted with a medtronic melody and 2 were implanted with a medtronic mosaic (serial numbers not provided). Among all patients' adverse events included: arrhythmias, low cardiac output, bowelischemia, pleural effusion, reoperation, moderate or severe tricuspid regurgitation, severe pulmonary stenosis or severe pulmonary regurgitation, dilated right ventricle (rv), rv dysfunction and failure, pulmonary stenosis, endocarditis, residual ventricular septal defect (vsd), pseudoaneurysm, supravalvular or subvalvular stenosis, outgrowth and complete heart block (chb) with permanent pacemaker implant. Based on the available information, these events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.